Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a battery life issue. It was reported the battery compartment was damaged and moisture ingress was observed. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 11/03/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/12/2016 with the following findings: the pump's black box showed an unusual low battery warning on (B)(6) 2016 at 10:17. The battery compartment was cracked above and below the bumper pad. Corrosion was observed inside the battery compartment. No damage was found to the returned battery cap. The returned battery cap was able to carefully attach to the pump. The pump booted to the verify screen with audible and vibratory features. The pump's current draws measured within specifications. A battery life issue was not duplicated during testing. The pump's black box showed evidence of a partially discharged battery being installed on (B)(6) 2016 at 18:56 resulting in a replace battery alarm.